Manufacturer narrative:
(B)(4). Approximate age of device: 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with elevated lactate dehydrogenase. Upon admittance, heparin infusion was administered. Upon admission inr was therapeutic. It was noted in the patient's history that on (B)(6) 2016 the patient had a sub-therapeutic inr. Ramp study was performed on (B)(6) 2016 was positive. Atrioventricular opened at 12,000 rpm''s. The patient was taken to the operating room for a subcostal pump exchange on (B)(6) 2016.

Manufacturer narrative:
Additional information. The explanted device was not returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.